Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a patient died on (B)(6) 2021 after the patient monitoring system was rebooted to clear a keyboard and mouse lock up issue. The customer requested assistance pulling the log data for the death during the reboot process .

Manufacturer narrative:
A philips field service engineer (fse) went onsite to pull the logs from the event. The logs were then parsed through by a philips clinical product specialist (cps) who confirmed that the data during the reboot would not be stored within the system and that it would be impossible to provide the customer any additional information from the event. The customer rebooted the system on purpose to clear the keyboard and mouse issue and do not allege the device was responsible for the patients death the reported malfunction was confirmed; the customers keyboard and mouse were frozen which resulted in the customer needing to reboot their device. A patient died during the reboot process however the data from the event is not retrievable. The customer was provided a letter explaining that the data could not be retrieved. The keyboard and mouse issue was resolved by the fse by updating the customers system from c.03.02 to c.03.04. No further investigation is required. The device remains onsite and in use.

Event description:
The customer reported that a patient died on (B)(6) 2021 after the patient monitoring system was rebooted to clear a keyboard and mouse lock up issue. The customer requested assistance pulling the log data for the death during the reboot process .